Event description:
It was reported the rf (radio frequency) head was sterilized and there was fluid leaking from it. The rf head was returned for testing. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field immunity amplitude functional test; the rf head cable found out of electrical specification. Analysis also found the rf head lens is clouded. (B)(4).